Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for device changeout procedure, the pre-procedure device interrogation revealed left ventricular(lv) lead was not in use due to phrenic nerve stimulation. The patient was brought back into the laboratory where another device interrogation was performed to make programming changes prior to the procedure. The patient was dependent, so lv lead threshold testing was performed before activating the lead. The testing revealed phrenic nerve stimulation. As the phrenic nerve stimulation was chronic, the device was downgraded to single chamber device and the lv lead was capped on (B)(6) 2019. The patient was stable.